Manufacturer narrative:
Device evaluation summary by customer, a medtronic service engineer did not evaluate the ventilator. The customer reported, as the rt (respiratory therapist) was arranging the oxygen/air hose as well as the data validate cable on the back of the ventilator, while the cable/hose was being adjusted, the ventilator reported a circuit disconnect and no ventilation was being delivered by the ventilator. The rt then readjusted the cables and when the pressure was relieved from the data validate cable, the ventilator started again. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a circuit disconnect error message and no ventilation was being delivered. The customer reported, as the rt (respiratory therapist) was arranging the oxygen/air hose as well as the data validate cable on the back of the ventilator, while the cable/hose was being adjusted, the ventilator reported a circuit disconnect and no ventilation was being delivered by the ventilator. The rt then readjusted the cables and when the pressure was relieved from the data validate cable, the ventilator started again. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Additional information was received that this manufacturer report #: 8020893-2018-00577 is actually a duplicate event previously reported under manufacturer report #: 8020893-2018-00394. Please note that all future reports, correspondence or additional information will reference manufacturer report #: 8020893-2018-00394. If information is provided in the future, a supplemental report will be issued.